Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex st (device #1). An additional emdr was submitted to represent the bard/davol ventrio st (device #2). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st patch on (B)(6) 2013 and ventrio st on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2013) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4 (catalog no, UDI no, lot no, expiry date), d.6b, g3, g4, g6, h2, h4, h6, h10 this supplemental emdr represents the bard/davol ventralex st mesh (device 1). An additional supplemental emdr was submitted to represent the ventrio st mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st patch on (B)(6) 2013 and ventrio st on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with umbilical hernia and ventral hernia thereby underwent open repair with implant of ventralex st mesh (device 1). Per op notes, ¿an infraumbilical midline incision through the fascial defect of the umbilical hernia was noted. A separate left sided ventral hernia in the infraumbilical area was identified. A ventralex st mesh (device 1) was placed over the umbilical hernia and secured with sutures.¿ (B)(6) 2015 - patient was diagnosed with incarcerated recurrent ventral hernia thereby underwent open repair with implant of ventrio st mesh (device 2). Per op notes, ¿the previous incision was excised. The hernial defect was identified. The herniated fat was removed. The ventral hernia inferior to the main hernia was noted. The defect was enlarged to encompass both hernias. A piece of ventrio st mesh (device 2) was placed and secured in place with sutures.¿ (B)(6) 2017 - patient was diagnosed with left lower quadrant ventral hernia thereby underwent robotic assisted repair with implant of synthetic mesh. Per op notes, ¿an incision was made in the right upper quadrant of the abdomen. A large amount of omentum densely adherent to the anterior abdominal wall where the prior mesh was placed. Omentum that was stuck within the hernia sac was reduced. The fascial defect was closed with suture. Primary closure of the hernia was performed. A synthetic mesh was placed and secured to the repair site with suture.¿ (B)(6) 2022 - patient was diagnosed with recurrent incisional hernia thereby underwent robotic assisted repair with implant of synthetic mesh. Per op notes, ¿several hernia defects and edges of the prior mesh was identified. The anterior fascial defect was closed primarily with suture. One small defect in the peritoneal floor was closed with suture. A piece of synthetic mesh was placed and secured to cover the entire floor.¿